Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("left essure had migrated and had perforated her uterus"), device dislocation ("device had migrated from right fallopian tube, down towards her uterus") and pregnancy with contraceptive device ("she was pregnant") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with menstruation delayed and abdominal pain. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/severe pain"), menorrhagia ("heavy bleeding during menstruation / prolonged/ abnormal menses"), dysmenorrhoea ("severe pain during menstruation"), abdominal pain lower ("severe, lower abdominal pain"), uterine pain ("severe, lower uterine pain"), back pain ("severe back pain when not menstruating"), dyspareunia ("pain during intercourse"), dysgeusia ("metallic taste in mouth"), fatigue ("fatigue"), ovarian cyst ("ovarian cysts"), weight decreased ("weight loss"), dry skin ("patches of dry skin resembling a burn") and postural orthostatic tachycardia syndrome ("postural orthostatic tachycardia"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (surgery to remove the essure, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, pregnancy with contraceptive device, pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain lower, uterine pain, back pain, dyspareunia, dysgeusia, fatigue, ovarian cyst, weight decreased, dry skin and postural orthostatic tachycardia syndrome was resolving. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain lower, back pain, device dislocation, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, ovarian cyst, pelvic pain, postural orthostatic tachycardia syndrome, pregnancy with contraceptive device, uterine pain, uterine perforation and weight decreased to be related to essure. The reporter commented: she was diagnosed with postural orthostatic tachycardia syndrome, which requires her to be closely monitored by a cardiologist and take daily medications. Since having her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: pregnant. On (B)(6) 2014, an ultrasound was performed, confirming full occlusion of fallopian tubes. In (B)(6) 2015, vaginal ultrasound was performed which showed she was (B)(6) pregnant and essure device had migrated from her right fallopian tube, down towards her uterus. In (B)(6) 2016, pelvic ultrasound showed left essure micro-insert had migrated and had perforated her uterus. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("right essure found within endometrium and embedded in the fundus / the right essure coils were noted within the endometrium"), uterine perforation ("left essure had migrated and had perforated her uterus"), device dislocation ("device had migrated from right fallopian tube, down towards her uterus"), pregnancy with contraceptive device ("she was pregnant ") and genital haemorrhage ("abnormal bleeding") in a (B)(6) female patient who had essure (batch no. C76446) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/ failure to occlude(close) fallopian tube". The patient's past medical history included multigravida, parity 2 ((B)(6) 2003 and (B)(6) 2006), spontaneous abortion and umbilical hernia repair. Previously administered products included for an unreported indication: birth control pills from 2009 to (B)(6) 2014. Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2016 to (B)(6) 2017 for contraception. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/severe pain") and fatigue ("fatigue"). On (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with menstruation delayed and abdominal pain. On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy bleeding during menstruation / prolonged/ abnormal menses"), dysmenorrhoea ("severe pain during menstruation"), abdominal pain lower ("severe, lower abdominal pain"), uterine pain ("severe, lower uterine pain"), back pain ("severe back pain when not menstruating"), dyspareunia ("pain during intercourse"), dysgeusia ("metallic taste in mouth"), ovarian cyst ("ovarian cysts"), weight decreased ("weight loss"), dry skin ("patches of dry skin resembling a burn") and postural orthostatic tachycardia syndrome ("postural orthostatic tachycardia"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (surgery to remove the essure, bilateral salpingectomy), surgery (surgery to remove the essure, bilateral salpingectomy) and surgery (surgery to remove the essure, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device outcome was unknown and the uterine perforation, device dislocation, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain lower, uterine pain, back pain, dyspareunia, dysgeusia, fatigue, ovarian cyst, weight decreased, dry skin and postural orthostatic tachycardia syndrome was resolving. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain lower, back pain, device dislocation, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain, postural orthostatic tachycardia syndrome, pregnancy with contraceptive device, uterine pain, uterine perforation and weight decreased to be related to essure. The reporter commented: she was diagnosed with postural orthostatic tachycardia syndrome, which requires her to be closely monitored by a cardiologist and take daily medications. Since having her removal surgery, her symptoms have mostly resolved, though some remain. Mr-no confirmatory testing done following placement. The plaintiff experienced two previous pregnancy episodes in (B)(6) 2015, captured under the cases (B)(4) and (B)(4) respectively. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: pregnant ultrasound scan vagina - on (B)(6) 2014: essure confirmation on (B)(6) 2014, an ultrasound was performed, confirming full occlusion of fallopian tubes. In (B)(6) 2015, vaginal ultrasound was performed which showed she was approximately six to eight weeks pregnant and essure device had migrated from her right fallopian tube, down towards her uterus. In (B)(6) of 2016, pelvic ultrasound showed left essure micro-insert had migrated and had perforated her uterus. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: embedded device." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("right essure found within endometrium and embedded in the fundus / the right essure coils were noted within the endometrium"), uterine perforation ("left essure had migrated and had perforated her uterus"), device dislocation ("device had migrated from right fallopian tube, down towards her uterus"), pregnancy with contraceptive device ("she was pregnant") and genital haemorrhage ("abnormal bleeding") in a 29-year-old female patient who had essure (batch no. C76446) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/ failure to occlude(close) fallopian tube". The patient's past medical history included multigravida, parity 2 ((B)(6) 2003 and (B)(6) 2006), spontaneous abortion and umbilical hernia repair. Previously administered products included for an unreported indication: birth control pills from 2009 to (B)(6) 2014. Concomitant products included medroxyprogesterone (depo provera) from 13-dec-2016 to (B)(6) 2017 for contraception. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/severe pain") and fatigue ("fatigue"). On (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with menstruation delayed and abdominal pain. On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy bleeding during menstruation / prolonged/ abnormal menses"), dysmenorrhoea ("severe pain during menstruation"), abdominal pain lower ("severe, lower abdominal pain"), uterine pain ("severe, lower uterine pain"), back pain ("severe back pain when not menstruating"), dyspareunia ("pain during intercourse"), dysgeusia ("metallic taste in mouth"), ovarian cyst ("ovarian cysts"), weight decreased ("weight loss"), dry skin ("patches of dry skin resembling a burn") and postural orthostatic tachycardia syndrome ("postural orthostatic tachycardia"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (surgery to remove the essure, bilateral salpingectomy), surgery (surgery to remove the essure, bilateral salpingectomy) and surgery (surgery to remove the essure, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device outcome was unknown and the uterine perforation, device dislocation, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain lower, uterine pain, back pain, dyspareunia, dysgeusia, fatigue, ovarian cyst, weight decreased, dry skin and postural orthostatic tachycardia syndrome was resolving. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain lower, back pain, device dislocation, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain, postural orthostatic tachycardia syndrome, pregnancy with contraceptive device, uterine pain, uterine perforation and weight decreased to be related to essure. The reporter commented: she was diagnosed with postural orthostatic tachycardia syndrome, which requires her to be closely monitored by a cardiologist and take daily medications. Since having her removal surgery, her symptoms have mostly resolved, though some remain. Mr-no confirmatory testing done following placement. The plaintiff experienced two previous pregnancy episodes in (B)(6) 2015, captured under the cases (B)(4) respectively. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: pregnant ultrasound scan vagina - on (B)(6) 2014: essure confirmation on (B)(6) 2014, an ultrasound was performed, confirming full occlusion of fallopian tubes. In (B)(6) 2015, vaginal ultrasound was performed which showed she was approximately six to eight weeks pregnant and essure device had migrated from her right fallopian tube, down towards her uterus. In (B)(6) of 2016, pelvic ultrasound showed left essure micro-insert had migrated and had perforated her uterus. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: embedded device." Most recent follow-up information incorporated above includes: on 27-feb-2018: reporters, historical drug, patient demographics, essure lot number c76446, concomitant medication depo provera, event (abnormal bleeding) were added. On 27-feb-2018: event "right essure found within endometrium and embedded in the fundus / the right essure coils were noted within the endometrium", historical condition, reporter added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.